Event description:
Seventy year old female underwent bilateral breast implant replacement surgery on (B)(6) /2013. She had silicone implants replaced with saline implants. Date of original bilateral breast augmentation surgery unknown. Patient was discharged home following the surgery on (B)(6)2013. The patient was brought back to surgery for removal and replacement of the left saline implant due to deflation / leakage. Pathology report states no clear defined rupture line identified. The patient was discharged home following the surgery. Patient required an additional surgery, but no other adverse effects.